Manufacturer narrative:
This report is filed, february 12, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed infections at the implant site and was treated with a two week course of oral antibiotics (date not reported). Subsequently the patient underwent a revision surgery to excise growth surrounding the abutment. The implanted device remains.